Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. Program optimization was attempted and was successful. It was also noted that the patient had fallen twice due to numbness in the feet, which believed to be not device related. Pain injection and medication were administered.